Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va19d5n, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 05-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had the device implanted in (B)(6) and reported they were "still having a great deal of pain." The reprogramming had been "since the very beginning." When asked for the event date, the patient stated it had been "painful from when it was first put in 2018."